Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/27/2025, it was reported by a sales representative via (B)(4) that an ar-8943-15 depth device was inserted into an ar-8943-15-1 slider and when the depth device entered the bone, it broke off. This occurred during use in a case with no patient effect. Another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. - one unpackaged ar-8943-15, batch 012412, was received for evaluation. Upon visual inspection, the device's needle was loose and bent, and its body had discoloration. - no functional testing was performed due to the damage to the device. The most likely cause of the reported failure is misaligned insertion, which involves prying/leveraging the device during insertion. - refer to the investigation photo. - complaint allegation is confirmed.